Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient spoke to their healthcare provider (hcp) about ¿putting a pure form of dilaudid¿ in his pump. It was known the patient could tolerate dilaudid very well (patient had cancer and had dilaudid intravenous), but had bad reactions to oral hydromorphone in the past. It was noted the hcp did not put a pure form of dilaudid in the pump, it was hydromorphone. It was also reported the patient would have never agreed to it because he had ¿bad reactions¿ to the infused hydromorphone before. It was reported during the patient¿s refill on (B)(6) 2013 the hcp stated the patient probably had a bad reaction to medication, but they did not change the drug. A week ago the patient saw another neurosurgeon that performed a blood patch. On the date of this report the hcp changed the patient¿s drug from hydromorphone to fentanyl. It was also reported the patient had ¿anxiety going through his whole body,¿ an anxiety attack, and headache. A constant buzzing in the patient¿s head was also mentioned as well as nausea and weakness. It was noted the symptoms occurred since the pump was put in and that the headaches started since the first day of pump installation. The patient was still not feeling well and his headaches had been worse after his pump refill on (B)(6) 2013. It was reported the hcp refused to empty the catheter on the date of the report per the patient¿s request and told the patient it would take six days for the old drug to infuse out of his body. It was also reported ¿six more days of bad side effects? I will go to the emergency room (ER) before I have to go through headaches.¿ it was reported the patient needed a lot of oral over the counter medication to help with the pain and ¿bad sickness.¿ it was also reported the blood patch was done due to extreme headaches and the patient needed to go the ER because he refused to wait six more days until the fentanyl was delivered. It was further reported the patient cannot take generic dilaudid/hydromorphine because of an allergic reaction and he was under the impression the hcp would use a pure form of dilaudid in the pump. The patient¿s trial on (B)(6) 2013 was successful, but ¿a little iffy due to other medication.¿ it was explained to the patient by the hcp that only pure forms of medication would be used and only discussed dilaudid because the patient cannot have morphine. The patient had poor pain relief post implant and ¿felt like the implant was more of a trial period.¿ caller said he started getting headaches and not getting pain relief expected. One week post implant the patient was due for a refill and the hcp ignored his plea of extreme headaches. It was noted the patient was told ¿the meds in the refill were a stronger and purer form of dilaudid,¿ but post refill the patient was worse. Symptoms included increased baseline pain, nausea, sickness, tightness through the esophagus, and extreme headaches. It was reported when the patient was up and moving his headaches became worse and laying down the headaches improved. After the patient received a blood patch on (B)(6) 2012 or (B)(6) 2013 after being checked for a cerebrospinal fluid leak it was reported, ¿maybe headache got better or the drug infused better.¿ it was also reported when they extracted the drug from the pump to replace with fentanyl, ¿they refused to take drug from the catheter.¿ it was noted the hcp turned the pump up a couple weeks ago, then turned the pump down while waiting for fentanyl to come in to reduce the side effects. The symptoms were reduced, but still present. It was further reported the hcp turned the pump back up to infuse old medication faster for a total of six to seven days instead of nine or ten days. After this change by the time the patient drove home he was ¿bonkers.¿ the patient went back to his healthcare provider to turn the pump back down or go to the ER. At that time the hcp had cut the dose in half from 1.5 to .75.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient alleged the pump was turned down by 98% in august because the hcp told the patient the dose was "too high" the patient had fentanyl 1000 mcg/ml, clonidine 100 mcg/ml,and marcaine 0.9 mg/ml and was running at min rate or 6.3 mcg/day of fentanyl, 0.63 mcg/day of clonidine and 0.00567 mg/day of marcaine. The patient was reported to be at the hospital to have the catheter re-evaluated in md but was planning on going back to fl after that to see his hcp they normally see.

Event description:
Additional information received reported the patient had received a refill on (B)(6) 2013 at which time he requested his medical records and saw hydromorphone was in the pump. The patient then had seen his health care provider (hcp) on (B)(6) 2013 at which time the hcp indicated there was ten days of hydromorphone remaining in the catheter. At that time the hcp didn't aspirate the drug but increased the flow rate to clear the catheter, as previously reported. It was also reported the patient had "blacked out" and had "bleeding out due to pressure" on the brain. A "subdural hematoma" as then later stated. The previously reported brain surgery was done on (B)(6) 2014 and the patient was in the hospital for a month. The patient reportedly wanted a new hcp but no other hcp would take over his care because of the patient having "ten years of cancer" and brain surgery. The patient believed the device manufacturer had more say when deciding which hcp's they worked with and noted "she could have killed me." It was then reported the patient was not feeling well and was having back pain at the catheter site. The patient wondered if there was a catheter issue. The patient suspected there "may be" a catheter issue. The device system was currently delivering fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that patient had brain surgery done last month because of subdural hematoma that per reporter was caused by the hydromorphone; "patient didn't' agree to hydromorphone but agreed to a pure form of dilaudid" "nobody was paying attention". It was stated that "the day the pump was installed patient started to get extreme headaches." Patient checked online and saw hydromorphone causes subdural hematoma. Patient wanted to switch healthcare providers (hcp) and manufacturer representatives as he was disappointed with them. It was added that hcp refused to aspirate his pump when patient begged her to. "They put hydromorphone in the pca (patient controlled analgesia ) pump again, when they knew patient was allergic to it and patient passed out and didn't wake up for three days and they blamed it on the pump." Reported stated this occurred when patient had the brain surgery last month when he was in the hospital. It was added that patient had massive headaches and it made him sick and is "poisonous" to him. They had tried a blood patch and made the switch to fentanyl as reported previously. Patient wanted to have catheter aspirated so hydromorphone would no longer be delivered but instead the drug was sped up". Patient had brain surgery done because he was blacking out and couldn't talk. It was further added that in the hospital the pca pump gave hydromorphone to him and this was the cause again of his many issues. It was stated that they had blamed the symptoms on the pump but patient believed it was because of hydromorphone being in pca pump. Patient had left the hospital 2.5 weeks ago and had a lot of breakthrough pain.

Event description:
Additional information was received and it was reported that between october and january, the medication ¿almost killed" the patient. The patient reported that he had brain surgery in january. The medication in the pump had given him subdural hematomas. The medication that caused the event was hydromorphone.

Event description:
Additional information received reported the patient was seeing a doctor to see if he had a cerebrospinal fluid (csf) disorder. The patient had brain surgery in (B)(6) which caused pressure in his brain. At the time of the report, the system was being used to deliver fentanyl, clonidine, and morphine (bupivacaine).

Event description:
The patient stated that during the brain surgery the doctor ¿put a blank in me¿; it was unclear what the patient meant by ¿blank¿. Prior to the pump being set the minimum flow rate, the patient was in a ¿completely agitated/aggravated state¿. The reason the pump was turned down to minimum rate was because the patient was having adverse reactions to the medication. The patient had a ¿really, really violent reaction¿. A dye study was done on (B)(6) 2014; it was reviewed by two physicians and both stated that the dye study looked okay.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported after the patient's brain surgery in (B)(6) and until his refill on (B)(6) 2014 he was getting good therapy and that he "only" had a return of symptoms mid to late day because he was more active sincethe pump was implanted. (Refer to manufacturer report # 3004209178-2014-11994 for the events following the refill).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported, the patient hated that they don't aspirate the catheter and get rid of old drug. The patient stated that in october, they had hydromorphone put in without the patient knowing and it gave patient subdural hematoma and resulted in the patient having brain surgery in november. Per the patient, they wouldn't listen to him. As soon as patient found out they switched it to fentanyl but they left 6 days of the drug in the catheter. The next thing the patient woke up in ICU having brain surgery. The patient stated, it was a nightmare.

Event description:
It was reported that patient had return of symptoms. Last night ((B)(6) 2013) he had return a pain every once in a while and it's making him think the pump was not working. Patient stated that he was getting used to the pump and it was helping most of the time. Patient still had pain from the implant surgery as well. Patient had been having severe headaches since pump was implanted. Patient heard ticking from the pump when he was in a quiet room. Drug in the pump was dilaudid; patient was getting .75 ml a day and last wednesday it was changed to 1 ml a day. It was later reported that patient saw his managing physician¿s office on (B)(6) 2013 and was told it's probably a reaction to the drug. Patient did not agree. A follow-up report will be sent if additional information becomes available.